Manufacturer narrative:
Per the instructions for use, hematoma and coronary flow obstruction are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The available literature addressing peri-aortic hematomas following tavr indicate that there are several possible etiologies and contributing factors, including the presence of bulky calcification of the non-coronary cusp (ncc), potentially causing calcification to be pushed against the aortic wall during inflation of the balloon; certain anatomic features, including the obliterated sinus of valsalva; clinical features, including advanced age, female gender and small body weight; deformation of the wall of the aorta during balloon inflation; ¿overstretching¿ of the annulus and/or the aortic root; and size mismatch between the native aortic annulus and transcatheter heart valve diameters. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The cause for the aortic intramural hematoma was believed to be due to patient factors (pt has ra on chronic steroid use, undiagnosed autoimmune disorder, friable tissue and oversized valve, small sinuses, and small stj). Per report, pressure from the hematoma caused the left main artery to become occluded. Other potential contributing factors include low left coronary ostia height and obliterated sinuses of valsalva. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, post valve deployment an intramural hematoma formed in the ascending aorta and pressure from the hematoma caused the left main artery to become occluded. After this discovery a small pericardial effusion was noted on echo. Initially, a pigtail was inserted via the right femoral artery (rfa) and a coplaner view was found. The 16fr esheath was inserted via the left femoral artery (lfa) without issue. A bav was performed with a 20x4.5 true balloon under rvp at 180 bpm. The delivery system was prepped with 15cc of contrast per the physician¿s request. The nf+ delivery system was inserted and the valve was aligned in the descending aorta. The delivery system was able to be advanced across the arch and across native aortic valve easily. The sapien xt was positioned 50/50 within the annulus. The valve was deployed under rvp at 180 bpm. Final valve position was 50/50. Mild pvl was observed on tee. The decision was made to post-dilate with an additional 1cc of contrast for a total of 16cc¿s. Post-dilation was performed under rvp at 180bpm. Immediately post-dilation, st segment depression was observed. The delivery system was removed without issue. A jl4 guide catheter was inserted and a selective lca angio was performed. A spasm, possible dissection of the left main artery was visualized. Multiple doses of intra coronary nitroglycerine were given without any change. Left main balloon dilation occurred two times and a bare metal stent was placed. The patient remained stable throughout. Upon further review of the angios, the physicians discovered that an intramural hematoma had formed in the ascending aorta and pressure from the hematoma was the cause of coronary occlusion. After this discovery, a small pericardial effusion was noted on echo. The patient continued to be stable. A pericardiocentesis was performed yielding <30cc blood. The patient was monitored for an additional 25 minutes with no change in status and no change in size of pericardial effusion. The esheath was removed and the lfa was preclosed. The patient was transferred to the ccu in stable condition. While in the ccu the patient remained hemodynamically stable, however a large pericardial effusion was noted on a follow up echo. A second pericardiocentesis was performed which yielded 500cc blood. Pod2 the patient was able to be extubated while in the ccu and was noted to be recovering in stable condition. The native annular and leaflet calcification was reported as none. The left coronary ostia height was 7.8mm. The cause of the hematoma was believed to be due to patient factors (pt has ra on chronic steroid use, undiagnosed autoimmune disorder, friable tissue and oversized valve, small sinuses, and small stj). The cause of the hematoma was due to compression of the coronary artery by the hematoma.

Manufacturer narrative:
(B)(4).